Event description:
It was reported that during the procedure to treat a chronic total occlusion a dissection occurred. It is unknown if treatment was requried; however, because of the date of the event, additional info is not available. In the absence of that info, it will be assumed that add'l medical intervention was used to treat the injury.